Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during the procedure. All pieces of the anchor were removed from the patient. A backup device was available to complete the procedure with an estimated 20 minute delay. No patient impact was reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The distal end of the anchor has broken off at the suture slot. Clinical details were provided that the patients bone quality was osteoporotic. This condition likely led to the anchors breakage.